Manufacturer narrative:
Correction: upon review, the issue should not have been submitted as a medical device report (MDR) as the device had met or exceeded 75% expected longevity. There is no alleged stated deficiency or malfunction of the device. This device is no longer considered reportable.

Event description:
Additional information indicates that the device meets or exceeds 75% expected longevity. There is no alleged stated deficiency or malfunction of the device.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that during a lead revision [related manufacturer report number: 1627487-2024-07533,1627487-2024-07534, 1627487-2024-07535, 1627487-2024-07536] on (B)(6) 2024, the ipg was explanted and replaced due to an unknown reason. No further information is known at this time.